Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 90824301 with an expiration date of 30-jun-2026. The field service engineer inspected the module and cleared the blockages in the probe. He also adjusted the water flow in the rinse mechanism. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 assay results from two patient samples tested on the cobas 8000 c702 module. Patient sample 1 the initial result was 199.4 umol/l. The repeat result was 88.2 umol/l. Patient sample 2 the initial result was 163.3 umol/l. The repeat result was 85.4 umol/l. The questionable results were not reported outside of the laboratory, as they did not match the patients' clinical diagnoses.

Manufacturer narrative:
The field service engineer also replaced the sample probe and cuvettes. He verified the analyzer's performance with a successful precision check. The investigation determined that the event was consistent with a hardware-related issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.